Event description:
On the day of the event, the pt reported no sound, on march 21, 2002, a co representative visited the center to perform testing. Testing conducted confirmed that the device was not functioning. Revision surgery is to be scheduled.